Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the plastic stent got stuck in the videoscope. As the physician repeatedly tried to remove the stent at bedside, the patient was becoming unstable and the case was aborted. Additional information received that the patient was brought to the intensive care unit (ICU) to get stabilized and was transferred to another facility for higher level of care. The procedure was then completed later at another facility. There were no further reports of patient harm.